Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7078852.

Event description:
It was reported that patient was not getting adequate pain relief. X-rays were taken and revealed that the leads migrated. The patient underwent a revision procedure wherein the leads were moved back to the original location. The leads remain implanted and the patient was doing well postoperatively.